Event description:
It was reported that the patient had passed away but the cause of death was not provided. The explanted generator and lead have been received by the manufacturer, but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Death and autopsy information form received for the patient. It was noted that the patient passed away at home after drinking one bottle of vodka. The patient's caregiver checked on the patient and found them laying on their back with foam around their mouth, and then the following morning the patient was found dead. Product analysis was completed on the return generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.987 volts, and the memory locations on the generator indicated that 48.434% of the battery had been consumed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Note that since the majority of the lead assembly (body) including the connector ring quadfilar coil and electrode array section was not returned; for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the missing connector ring quadfilar coil. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Abrasions were observed in various areas, but they did not penetrate. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. No discontinuities in the returned portion of the device which may have contributed to the stated allegation of ¿high impedance¿ were identified, this is captured in MFR #1644487-2020-00620.